Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been receiving no delivery alarms. The customer stated she first started getting the no delivery alarms about three weeks back. Customer stated the alarm was resolved by an infusion set change. Current blood glucose value was 591 mg/dl; treated with a manual injection and changed the set up. Customer tested during the call and she had gone down to 445 mg/dl. Customer reported the insulin pump alarmed no delivery during prime the day of the call. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and run manual prime; the insulin pump did not alarm no delivery. It was advised the device is working as designed.